Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement procedure, the device allegedly migrated outwards out of the patient. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the device allegedly migrated out of the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation, one electronic photo was provided for review. The photo shows one hemostar dialysis catheter placed on a cloth. Residues were noted throughout the device. Medical gauze was noted wrapped around the extension legs. Clamps were noted on both the extension legs. Suture was noted tied in the area between bifurcation and the tissue cuff. The investigation is inconclusive for the reported expulsion issue as the provided photo is not sufficient enough to confirm the reported issue and further the exact circumstances at the time of the reported event cannot be verified. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.